Event description:
It was reported this patient underwent esophageal stent placement in 2002. Several days post-stent placement, it was noted under x-ray, the stent was flared on the distal end. A second stent was placed inside this stent and no patient sequalae resulted from this event. The device remains implanted in the patient and is not available for evaluation. As a lot number for this device was not provided, a device history search could not be performed. Therefore company is unable to determine if the device met its specifications. Without evaluating the device, company is unable to determine the relationship between the device and the cause for this event.